Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the current status of the patient was fine.

Manufacturer narrative:
Please refer to regulatory report 2021898-2018-00177 in regards to the catheter involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac catheter may have been clotted. It was stated upon implantation of the valve, the neurosurgeon did flush the catheter to make sure they were in the right atrium. A revision was performed on (B)(6) 2017, and that's when it was determined that the catheter was clotted. It was noted the patient still wasn't doing so well after the revision in regards to draining.